Manufacturer narrative:
Of the two (2) events, one (1) device is expected to be returned to bd for evaluation and one (1) device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 0606150j implantable port experienced a fluid leak. These events were reported from various sources. Both events involved patients with no reported injury. Of the two (2) events, one (1) patient was reported as a (B)(6) year-old female whose weight was not provided, and one (1) patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. The first sample returned was one ti port, one cath-lock, and one 8fr groshong catheter. Visual, tactual, and functional evaluations were performed. The investigation is inconclusive for subcutaneous leakage, as the sample was patent to infusion, aspiration, and infusion against resistance and no leaks were observed. The second sample returned was one ti port, one cath-lock, and one 8fr groshong catheter. One ti port, one cath-lock, and one 8fr groshong catheter were returned for evaluation. Visual, tactual, functional and microscopic evaluations were performed. The investigation is confirmed for a subcutaneous leak, more specifically, flexural fatigue damage. The components were received with the devices alone, assembled. It is unknown whether patient and/or procedural issues contributed to the reported event. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 0606150j implantable port experienced a fluid leak. These events were reported from various sources. Both events involved patients with no reported injury. Of the two (2) events, one (1) patient was reported as a 70-year-old female whose weight was not provided, and one (1) patient¿s age, weight, and sex were not provided.